Event description:
A site reportedly noted a patient removing the ivent 201 mask from their face. The site further reported the unit was not ventilating, and a burning smell was noted. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.